Event description:
It was reported that the patient experienced cardiac arrest, which was possibly due to the device pacing on the t wave and causing ventricular fibrillation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).